Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call faulty reservoirs. Customer advised they have tried different reservoirs from the same box and none of them deliver insulin. Customer went through 3 different reservoirs until they found one that delivered insulin. Customer was advised replacement reservoirs will be sent out.